Event description:
It was reported that the patient fell on (B)(6) 2013 and the catheter became ¿crimped¿. The patient experienced withdrawal 2.5 weeks later. The patient stated that he was in the emergency room (ER) in (B)(6) 2013 and that he was treated like a drug addict. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d10030, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had experienced a loss of pain relief and was treated for withdrawal symptoms with oral medications prior to catheter replacement. The catheter issue was reportedly a leak in the catheter, in the proximal segment. Troubleshooting had included a pump and catheter check on 2013 (B)(6) under fluoroscopic guidance. The catheter was subsequently moved down to t11-12 and was spliced on 2013 (B)(6). The patient following the procedure recovered without sequelae. The intrathecal pump medication was titrated up to a comfortable pain level for the patient.